Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading was 210 mg/dl. Troubleshooting was performed and the display remained blank. The customer stated that the insulin pump alarmed motor error prior to the blank display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.